Manufacturer narrative:
The correct date of this report is 10/05/2015. The correct date received by manufacturer for the initial report is 10/05/2015.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display randomly navigated through menu screens by itself without being physically touched. The touchscreen occasionally responds to physical touch. The device does engage in monitoring, but monitoring status is difficult to see since the device frequently changes displayed screens. The touchscreen was replaced and the unit functioned as designed. The device history record (DHR) was reviewed and it was determined that the device met all release criteria.

Event description:
It was reported that the screens keep switching on their own. The unit will not engage in monitoring activities. No known impact or consequence to patient.